Event description:
It was reported that the bravo ph monitor capsule would not calibrate.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough information to determine the root cause of the failure. The capsule was returned attached to the delivery system. The trocar needle was not advanced. Four ribs were showing on the handle and the barbs were advanced to the first position. The push/pull wires did not have a bend in them. The lumen tube did. The capsule appeared to have been attempted to be installed with no success. The magnet clip was not in place. The soaker bulb was not returned; therefore the capsule could not be calibrated. This capsule failed to attach.